Manufacturer narrative:
Date sent to the FDA: 04/28/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.

Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2009. The patient experienced pain at the surgery site postoperatively. A CT scan was done (B)(6) 2009 and a recurrent hernia was diagnosed.